Event description:
During implant, increased pacing lead impedance (pli) and a loss of capture (loc) was observed on the right ventricular (rv) lead. The physician repositioned the rv lead but high pli and a loc was still present. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage.